Event description:
On (B)(6) 2011, a spontaneous report was received from a medical assistant regarding a (B)(6) female, who received an injection of perlane-l ((B)(4)). On (B)(6) 2011, add'l info was received from a company rep. Medical history included no known allergies; ovarian cancer diagnosed on an unk date (reported as "16 years ago" from the date of the report) and it was unk if the pt had previous aesthetic procedures elsewhere, but had not had any previous aesthetic procedures at the reporting facility. The pt's skin type was reported as "unk". The pt was not taking any concomitant medications. The pt received an injection from a 1 ml syringe of perlane-l (amount injected unk) on (B)(6) 2011 to the nasolabial folds and melolabial folds (amount injected per site was unk). No pre-procedure medications were used. Add'l procedures performed at the time of implantation included botox (onabotulinumtoxin a) to the glabella region. On an unspecified in (B)(6) 2011, after the implantation, the pt developed redness and swelling on the left side injection site. Ten days after the implantation, the pt called the clinic and reported the redness and swelling on the left side injection site. On (B)(6) 2011, the pt called the clinic again and reported that the redness and swelling were worse. The pt was subsequently evaluated on (B)(6) 2011 and an incision and drainage was performed by the injecting physician on the right and left side injection sites. The left side produced a small amount of drainage, but the right side did not produce any drainage. The pt was prescribed keflex (cephalexin) 500 mg and was to f/u in one week for eval. The medical assistant referred to the events as a potential allergic reaction to perlane-l. On (B)(6) 2011, add'l info was received from a company rep. The pt received perlane-l on (B)(6) 2011 to the nasolabial folds and marionette lines. The company rep further reported that during the pt's eval on (B)(6) 2011, the injecting physician had performed an "extraction" on one of the injection areas. The medical assistant stated that the treatment with perlane-l caused the reported events. The medical assistant assessed the severity of the reported events as severe. The lot number and expiration date for perlane-l were (B)(4) and jan-2012, respectively.